Event description:
It was reported that the tulips of an oasys occipit plate disengaged post-operatively. Revision surgery has not been performed or scheduled at this time.

Manufacturer narrative:
Remains implanted in the patient.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that the tulips of an oasys occipit plate disengaged post-operatively. It was reported that a revision surgery will be performed. No scheduled date or evidence of revision was received.